Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter on the tip of the needle. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, an intravenous access was established for the patient, and when mannitol infusion was performed, a hair-like spike was found on the tip of the intravenous indwelling needle, which was immediately discontinued.the puncture is completed after the new indwelling needle is replaced.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8325596. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had foreign matter on the tip of the needle. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, an intravenous access was established for the patient, and when mannitol infusion was performed, a hair-like spike was found on the tip of the intravenous indwelling needle, which was immediately discontinued. The puncture is completed after the new indwelling needle is replaced.